Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the primary vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.